Event description:
Surgeon having difficulty with seating the insert trial, so banged it several times with the mallet. Insert subsequently cracked. Another device was used instead and case completed as originally planned w/o any delay or medical intervention.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.